Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a critical pump error. Customer¿s blood glucose level was 106 mg/dl. Customer reported that they received critical pump error with open book image on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, there was a black spot on the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the right end of the thin plastic strip located above the lcd display has torn off. Finally the middle keypad button is cracked